Event description:
Dealer states left motor pulls while driving. Dealer also stated a grinding sound. In speaking with the reporter it was learned this is intermittent output. No injury reported. Device is being serviced and not in use.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51-cg, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1125085, rev.j(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information received included that the consumer received the device (B)(6) 2012. The device is used both indoors and outside. The malfunction has not been confirmed.